Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and chipped by the front left and right bottom corners, the right plunger case was cracked, the bottom case was missing the seal, and there was visible contamination found by the l bracket pole clamp, the alternating current (ac) power receptacle, the ear clip, and between the top and bottom cases. A review of the event history log (ehl) identified positive supply background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the main printed circuit board (pcb) as preventive measure. Power up and performed self-test.

Event description:
It was reported that the pump exhibited a system failure positive supply background (bgnd) test. No patient injury was reported.